Manufacturer narrative:
Info was received from a consumer who is required to complete form 3500a. Eval summary: the device remain implanted, so they were not returned for eval. Operative notes from the primary surgery were provided. No x-rays were returned. Pt age is unk, but height, weight, and activity level are unk. It is unk if the components were implanted with the correct fit and orientation per the surgical techniques. The condition of the implants is unk. The instrumentation used in the surgery is unk. It is also unk if the pt followed the proper rehabilitation protocols. Based on the info provided, it is not possible to determine a cause for the pain with certainty. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated.

Event description:
It is reported that the pt began experiencing pain approximately 9 months post-op and that it has increased since then.